Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer ran a test and the result was 1.6 inr. No segments were missing from the result. The customer repeated the test and a result was received but the customer was unable to read it because segments were missing from the results field. Customer checked the display and segments were missing from the three 8's in the results field. There was no allegation that any test results had been misinterpreted.